Manufacturer narrative:
The reported event was unconfirmed. The evaluation found that the balloon was not burst. The balloon was able to be inflated and deflated without difficulty. The sample was evaluated, and there was no pinch or blockage observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter fell out of the patient and was found to have a burst balloon. Per additional information from the ibc via email 08mar2019; per internal observation, there was no visible defect or balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient and was found to have a burst balloon. Per additional information from the ibc via email 08mar2019; per internal observation, there was no visible defect or balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient and was found to have a burst balloon. Per additional information from (B)(6) via email 08mar2019; per internal observation, there was no visible defect or balloon rupture.